Manufacturer narrative:
Product was not returned for evaluation.

Event description:
The patient alleged that she was hospitalized while wearing the infusion device. The patient alleged that the device was "not working" and that she was hospitalized for diabetic ketoacidosis. The blood glucose results obtained were not provided. The patient did not provide what type of treatment was received at the hospital, and it is also unknown how long they were hospitalized.